Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were involved in a car accident, but was not the driver. It was unknown if the customer was earing the insulin pump a the time of the accident. The customer stated the drive support cap was damaged and had a difficult time describing the damage to the drive support cap.. Customer blood glucose level was 112 mg/dl at the time of incident. The customer's current blood glucose was 152 mg/dl. Insulin pump will be returning for analysis.